Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: assy, probe, ami 9700; catalog: 0570-0309; sn: (B)(4).

Event description:
The customer reported that the assy, ami 9700 console with probe did not perform as intended during a patient procedure. Customer reported getting inaccurate aaa readings. No backup device was used. No patient or user harm reported.